Event description:
The customer obtained discordant falsely depressed sodium (na) results for two patients on an atellica ch 930 analyzer. The results were reported and questioned by the physician(s). The customer used the same samples and analyzer to perform repeat testing. The repeat results were higher and considered to be within acceptable limits. The customer issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) results.

Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) and noted that sodium (na) results were low. Siemens dispatched a customer service engineer to the customer site. The cse changed the integrated multisensor technology (imt) peristaltic tubing, performed the imt dilution check, applied the correction factor, and ran quality control (qc) testing. The cse noted the results were within range and acceptable. The customer performed a correlation study with patient samples on atellica ch 930 analyzer and an alternate platform and indicated that correlation results were within acceptable limits. Siemens reviewed the information provided and noted the customer's qc recovered within the customer's established ranges on the day of the event but was not consistent with biorad peer data. The siemens cse performed troubleshooting, and the atellica ch 930 analyzer performed as expected post-service repairs. The potential cause of falsely depressed sodium (na) results was due to a low imt pump rate and low dilution check factor. The analyzer is performing as specified, and the customer set the laboratory expected qc ranges to be consistent with biorad peer data. No further evaluation was required.